Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's wife reported that the blood glucose device gave higher than expected readings during a hypoglycemic event. On (B)(6) 2017 at 10:00pm the customer took his normal dosage of insulin before bed. At 12:00am the caller stated that she woke up to the bed soaking wet and the customer was sweating profusely. The customer was not feeling well. At 12:29am the customer tested his blood glucose and received a result of 80 mg/dl on the aviva system. The wife treated the customer with a (B)(6) candy bar and a (B)(6) carb drink. The caller stated that he felt very weak. At 12:55am the wife retested the customer's blood glucose and received a result of 117 mg/dl and the customer stated that he was feeling worse. The wife alleged that the meter was reading too high, based on how the customer was feeling. The wife then transported the customer to the ER. Wife stated they arrived to the hospital around 2:00am. At the hospital, the customer received a blood glucose result of 42 mg/dl between 2:00-2:30am on the hospital's meter. The customer was treated with an IV of glucose solution. The wife reported that the caller was admitted to the hospital at 2:00am and was discharged around 6:00-7:00pm on (B)(6) 2017. Return of the suspect device was requested for evaluation.